Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device craniotome leg being drilled into identified during service and repair was confirmed. The assignable root cause was determined to be due to user error. UDI: (B)(4).

Event description:
It was reported that the craniotome attachment device had an unknown malfunction. During service and repair, it was determined that the device craniotome leg was drilled into and the device had vibration. It was further determined that the device failed pre-test for visual assessment and vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.